Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer received multiple occlusion alarms. Customer reported elevated blood glucose (bg) of 369 mg/dl. The customer resumed insulin delivery and delivered a bolus to address the elevated bg. System check performed with tandem customer technical support determined that the potential location of the occlusion was in the infusion set site. The customer indicated that the site would be changed.

Manufacturer narrative:
Corrected data for supplemental #2 : manufacture date has been corrected from 08/10/2016 to 08/09/2016